Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary:one x-port isp with 8fr groshong catheter was received for evaluation. Visual and microscopic analysis noted a leak 1 mm distal to the cath lock. Additionally, wear was noted diagonally across the catheter at the location of the leak, and preferential kinking was also noted in the same location. Based upon the wear lining up with the preferential kinking and cath-lock, the investigation is confirmed for flexural fatigue. The identified flexural fatigue appears to be do device placement, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately six months post port implantation during saline flush, the catheter allegedly leaked. It was further reported that the device in its entirety was removed and there was a crack on the catheter near the cath-lock. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately six months post port implantation during saline flush, the catheter allegedly leaked. It was further reported that the device in its entirety was removed and there was a crack on the catheter. There was no reported patient injury.